Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant in japan had a cp pump placed for the support of a patient admitted in post ventricle fibrillation arrest in the community. The pump was placed along with extracorporeal membrane oxygenation (ECMO) for support. During the support the optical signal was not reliable but the pump was not replaced due to patient's condition was already severe and the device was still functioning, after 4.5 days the patient expired due to underlying multiple organ failure. No allegation made against the pump contributing to the death.

Manufacturer narrative:
Correction: b1. The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical sensor issue: the cause of the optical sensor issue was not determined without returned product information and sufficient clinical details, including data logs. Device history review: the device passed all the post sterile inspection checks.